Event description:
Account reported an incident in which use of device with luer lock component reportedly caused "skin damage and bruising" around IV site on 9 month old. Per account, "hematoma resolved" without any medical intervention. IV site re-stared on child's foot. Anecdotal reports in which "manipulation" of the luer lock component has resulted in lost IV sites. Account has switched to an alternative catheter extension set with a ouer slip adaptor.